Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate plus profile 400cc saline prosthesis, catalog #3502400, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had a mentor smooth round moderate plus profile 400cc saline prosthesis and experienced deflation post procedure. Right sided deflation was noted visually on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Additional information was assessed on 2/4/2019. The explant surgery was cancelled, and the device is still implanted. The explant date originally reported in has been left blank in the complaint file. Manufacturer¿s reference number: (B)(4).